Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead 2004 (B)(6); 6725 crdm adaptor 2013 (B)(6). (B)(4).

Event description:
It was reported that the same day following a routine change out of the implantable cardioverter defibrillator (ICD), loss of capture was noted on the right ventricular (rv) lead. Pacing spikes were present but no capture. The device was reprogrammed to increase outputs with no capture. The physician re-opened the pocket and when he put his finger in the pocket capture was noted. Further testing was unable to reproduce loss of capture. Device and connections all reevaluated and noted to be good. The device and lead remain in use. No patient complications have been reported as a result of this event.